Event description:
It was reported that during advancement of an embolization coil through a microcatheter into an aneurysm, the coil prematurely detached. An attempt was made to retrieve the coil using an intravascular snare successfully. No harm was reported.

Manufacturer narrative:
The device will not be returned for analysis.